Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump passed an in-house leak test; no corrosion observed inside battery compartment. The pump booted to the 'verify' screen with functional auditory and vibratory tones. The pump was exercised for 24 hr without interruptions. The pump appeared to be running on default time/date since (B)(6) 2011 according to total daily history. The pump blackbox indicated no powerloss events occurred between (B)(6) 2007 until end of pump use on (B)(6) 2007. Pump opened for further analysis; no moisture damage was observed inside pump.

Event description:
The patient claimed that the animas pump has power issue. Back in (B)(6) 2010, the subject pump powered off after he was in a pool with the pump. The patient does not recall receiving an alarm on the pump at the time of concern. There was no water in the battery compartment or cartridge compartment. The patient is fully intact with no visible damage. The patient was able to reboot the subject pump after he put a hairdryer on the pump for 1-2 hours and inserted the battery. Reportedly, the patient did not have any power issues ever since. There was no patient impact associated with the power issue. This complaint is being reported as a malfunction due to the alleged power issue.